Manufacturer narrative:
The device will be returned to MFR for eval. Investigation still is not completed. The report will be summarized and sent in to FDA as soon as it is available. At this point, no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and the raw material history files for the reported batch showed no recorded quality problems or rejections related to this incident.

Event description:
(B)(4). Event took place in (B)(6). User's narrative: air bubbles appearing when aspirating.